Event description:
At the end of cataract surgery for iol implant, surgeon removed head bar drape from patient. During post op follow-up patient reported bruising on the forehead. This is the second case of a patient experiencing minor injury to skin after cataract surgery. Both patients were elderly and on coumadin. Both had been draped with product from the same manufacturer.we have followed up with manufacturer to determine if adhesive had been changed with this relatively new lot of custom sterile procedure trays.two different surgeon's involved. Neither surgeon had previous incidents of injury to patient skin. Both are careful and gentle in removing drape.